Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the transmitter had overheating. No additional event or patient information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and vailed as the transmitter had no voltage. The data log was unable to be downloaded, therefore no log review could be performed. Functional testing could not be performed as the device had no voltage. The complaint confirmation of the transmitter having overheating could not be determined as testing could not be completed. The probable cause could not be determined.